Event description:
It was reported to the MFR that the vns pt could not temporarily turn the generator off with the use of a magnet during an x-ray. The pt indicated that the stimulation felt continuous and the pt then went into a seizure. Follow-up revealed that the reported event did not occur again. The pt no longer perceives continuous stimulation or has issues with turning the device off using a magnet. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.